Event description:
Caller reported that insulin gauge displayed an amount different than expected, though the issue occurred on a previous day. There was no reported adverse impact to the customer's blood glucose level. Customer was educated to use room temperature insulin moving forward, advised that any positive value is considered accurate, and acknowledged understanding of the resolution.